Manufacturer narrative:
Concomitant product: product ID 8709sc, lot # n171990001, implanted: (B)(6) 2008, product type catheter. (B)(4).

Event description:
The pump began to erode thru the patient's skin this week. There was drainage and incisional wound opening at the device pocket. The patient was told to go to the ed (emergency department). They told her she should have gone to a different ed and discharged her. The patient was doing ¿ok.¿ the patient was not receiving therapy as the pump was reduced to minimum rate. The action required for this event was noted to be ¿explant¿. As of (B)(6) 2015, the pump had not yet been explanted. The patient status was reported as ¿alive-with injury.¿ further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received.